Manufacturer narrative:
A baxter service engineer serviced the device on-site. The pump's main batteries were replaced. Review of the complaint history reveals similar battery-related incidents have been reported for this product. The number of incidents reported is above the expected level of occurrence for this product. This issue is being investigated under CAPA# mdq-CAPA-132. The CAPA was opened on 4/1/05 and is in the investigation phase.

Event description:
The pump was being serviced on site by a baxter field engineer when it was determined that the pump's main batteries needed to be replaced. No pt involvement was reported.